Event description:
It was reported that the latch/lock sensor was defective during testing. There was no patient involvement. Evaluation of the returned device confirmed the latch/lock flex sensor and downstream occlusion sensor were both defective.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the device was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history was reviewed and functional testing was performed. The downstream occlusion (dso) sensor and latch/lock flex sensor were both defective. The sensors were replaced to address this issue.